Manufacturer narrative:
Other text: b3: date of event in unknown. No information received to date. H3, h6 - updated one device was received for investigation. The device was functionally testes and found the air detector was nonfunctional. The reported complaint is confirmed. The air detector was replaced and the device was able to pass all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has a bad air detector. No patient injury reported.